Event description:
Drive devilbiss is the initial importer of the device. End-user was bathing while utilizing the shower chair device when the left side legs bent outward. He fell and allegedly re-fractured his right shoulder.